Event description:
It is reported the system had a communication failure error and shutdown. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.